Event description:
It was reported that bd syringe 1ml ll had leakage. Complaint via email. Specifically, I have observed that these syringes frequently exhibit leakage around the needle hub and inconsistent plunger mechanics. The plunger often advances with minimal pressure and may continue to dispense medication even after pressure has been released and the needle has been withdrawn from the patient. This behavior suggests the development of unintended internal pressure within the syringe. May 11, 2026: to whom it may concern, I have been asked to give a statement reflecting specific bd syringes that I have been using these syringes is that they inconsistently deliver the medication and leak excessively around the needle tip. Can you please provide the lot number associated with reported issue? Can you please provide an exact date of event in format dd-mmm-yyyy? Could you please reconfirm any sample or photo available for investigation? Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No, I do not have additional information from the providers beyond the letters we already submitted. The answer to the four questions below is no to all. Nor do I have the information on the specific needle they were attempting to use with the tb syringe. At this point, if there are specific recommendations to avoid leakage from the syringes we would welcome that information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.